Manufacturer narrative:
Mfg date: the catalog number, serial number and date of manufacture were updated based on the service record. Device evaluation: the actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was observed that there was debris and blood residue on the housing of the device. The assignable root cause was determined to be due improper handling, which is misuse, abuse and/or user error. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter¿s phone number: (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the option to turn left/right on the foot control device did not function. It was further reported that the paddle switch of the device did not function. It is unknown if the malfunction occurred during a surgical procedure. It is unknown if there was any patient or user involvement. There were no reports of delays, injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.